Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an infusion set and pump without alarms or noted leaks, with glucose reaching 341 mg/dl for approximately two hours; troubleshooting included infusion set and cartridge changes, and the user ultimately administered a subcutaneous insulin pen injection and disconnected from the pump for a period. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no additional assistance required. Investigation included remote troubleshooting and user education addressing infusion set change and cartridge replacement. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the exact cause of hyperglycemia remained unclear despite corrective actions and a manual insulin dose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.